Event description:
Ventricular noise oversensing was reported. Investigations are required

Event description:
Ventricular noise oversensing was reported.

Manufacturer narrative:
Preliminary analysis of the patient files displayed noisy v-egms in the episodes stored in device memories. Two of these episodes were sustained enough to trigger the inappropriate shocks. The observed noise could originate from emi (electromagnetic interferences) and/or myopotentials. None of them could be confirmed with certainty.

Event description:
Ventricular noise oversensing was reported. Investigations are required